Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an air bubble/leaking issue with the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Manufacturer narrative:
Device evaluation: the cartridge lot number was unknown at the time of the reported incident and the cartridge was not returned to the manufacturer. Therefore, a retain sample was unable to be tested. However, the pump (asset serial number, (B)(4)) associated with the air bubbles issue complaint was returned and investigated on (B)(4) 2015. There was nothing related to the complaint that was found with the pump. No defects were found with the pump regarding the alleged air bubbles issue and the reported ¿air bubbles/leak issue was unable to be duplicated during investigation. A review of the black box revealed no activity outside of normal use. The returned battery cap and cartridge cap were used to complete the investigation. Unrelated to the complaint, the battery compartment was found to be cracked above the bumper grip. Also unrelated to the complaint, the text on the display screen was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.